Event description:
Report received of the device pumping in reverse. A nurse reported that while she was attempting to prime the pump and tubing, the pump "ran in reverse". The pump was not connected to a patient. There was no patient harm and there was no delay in critical therapy. Though requested, there is no further info available.